Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess) procedure. It was reported that after successfully registering and moving to navigation with a straight suction, the surgeon alleged navigation was inaccurate. The manufacturing representative (rep) reported the surgeon did not state how much it was inaccurate by. The rep reported they asked the surgeon if they would like to reregister and surgeon declined. Surgeon proceeded with using navigation for the case. There was no patient impact and no delay.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: 9735762 (software version: 2.1.0) h3, h6: a medtronic representative went to the site to test the equipment. No hardware was replaced and the system then passed testing. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.